Manufacturer narrative:
Model number/catalog number: sc-8352-50,serial number: (B)(4),batch/lot number: 21514416,model/catalog description: coveredge x 32 surgical lead kit 50 cm.

Event description:
A report was received that the patient was not getting adequate relief from the scs. The patient underwent an explant procedure. The physician did not suspect device malfunction. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-1160 (sn: (B)(4). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was not getting adequate relief from the scs. The patient underwent an explant procedure. The physician did not suspect device malfunction. The patient was reportedly doing well postoperatively.